Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). E1. Initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported during use of bd vacutainer® boric acid sodium borate/formate c&s urine tube, 100 tubes failed validation for bacteria growth for 5 different strains (citrobacter, s. Aureus, e.faecalis, enterobacter cloacae, actinetobacter). There was no health impact or consequences reported.

Event description:
It was reported during use of bd vacutainer® boric acid sodium borate/formate c&s urine tube, 100 tubes failed validation for bacteria growth for 5 different strains (citrobacter, s. Aureus, e. Faecalis, enterobacter cloacae, actinetobacter). There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. A total of 100 retained samples were visually inspected, and no issues were identified. The product's expiry date is 30 apr 2025. Further clinical testing could not be conducted as the tubes were expired at the time of review. Clinical evaluation cannot be conducted on expired tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: erroneous results. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.